Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she has decreased intermediate vision and is unable to clearly see small details through a microscope as she works. The consumer states she has good near and distance visual acuity. In a follow up, the surgeon reported the event continues. The surgeon reported the patient needed astigmatism correction, but has not proceeded. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the producted met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 06/30/2009, 07/06/2009 and 07/08/2009 by phone, fax and mail. Additional information was received 07/09/2009 by phone. A complete questionaire was received. This report was mailed to FDA on: 07/24/2009.